Manufacturer narrative:
(B)(4). A review of all batch record documents was performed and noted no issues during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device was not returned for analysis; therefore, no evaluation could be performed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the minicap transfer set had a connection issue and was unable to secure to multiple, different adapters (non-baxter products). There was no report of patient injury, medical intervention, or adverse event associated with this report. This is report one of two. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation, and a request for its return has been made. Should additional relevant information become available, a supplemental report will be submitted.